Manufacturer narrative:
Per repair statement attached unit is alarming red light and shuts down.

Event description:
Poppet valve is not shifting. Per repair statement attached unit is alarming red light and shuts down.